Event description:
Pt underwent a wedge resection for lung cancer in january 1998 and received bovine pericardium strips as a staple-line buttress at hospital (surgeon unknown). At an unknown time, the pt presented with hemoptysis and an abscess was identified. On 09/11/1999, another surgeon resected the abscess and removed the bovine pericardium strips that were involved in the abscess. The abscess grew fungus. The surgeon does not know if the bovine pericardium strips contributed to the abscess.